Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort at the ipg site due to the ipg protruding. Lead revision, on (B)(6) 2019, to untangle the lead (see (B)(4)) which was pulling the ipg, resolved the ipg protruding and resolved the discomfort.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.